Event description:
Consumer reports getting higher readings than their old meter. Feels their old meter is more accurate. Analysis run on clark error grid using competitive reading (57) as ref. Points vs. Bd readings (80) yielded date points in d range of the grid, outside acceptable limits.